Event description:
It was initially reported that during a da vinci-assisted esophagectomy procedure, an ¿unintended bend¿ occurred when the surgeon closed the jaws of a clip applier instrument. The initial reporter indicated that it could not be used properly. According to the initial reporter, the issue occurred 5 times during the surgical procedure using two medium-large clip applier instruments (part #470327-12; lots# n10191014 and n10191007) and a small clip applier instrument (part #470401-06; lot #t10200312). When the issues occurred, the surgeon was attempting to place a clip to achieve hemostasis of bleeding points. The case was completed robotically although it was reported that an unspecified patient injury occurred. No additional clinical information was provided. On 16-sep-2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the surgical procedure was recorded on video. However, as of 29-sep-2020, the video is not available for isi to review. Per follow-up information obtained, it was noted that there was no patient injury. However, in regards to the reported bleeding, it was mentioned that there was damage of the blood vessels around the esophagus. The cause of the vessel damage was not provided. The estimated blood loss was unknown. The surgeon was able to achieve hemostasis by applying pressure and placing a clip. In regards to the ¿unintended bend¿ of the clip applier instruments that occurred, it was explained that the wrist of the instruments bent when the surgeon closed the instruments¿ jaws. All three clip applier instruments were installed individually and at different times using arm #3. The surgeon was able to resolve the customer reported issue by adjusting the drapes, reseating the instruments, and adjusting the arm drapes. The clip applier instruments are not available for isi to evaluate. No post-operative complications have been reported. The patient¿s current status was noted as ¿good.¿

Manufacturer narrative:
Per follow-up information obtained, the clip applier associated with this complaint is not available for return to intuitive surgical, inc. (Isi) for evaluation. There is no RMA linked to this complaint. Therefore, the root cause of the customer reported failure mode could not be determined. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, all instruments including two medium-large clip applier instruments used in the case were used in subsequent procedures, with the exception of the following: maryland bipolar forceps (part #470172-16; lot #n10190110-0235) had zero lives remaining at the end of the procedure and site reviews have shown that no complaints were filed against the instrument. Small clip applier (part #470401-06; lot #t10181127-0061) had zero lives remaining at the end of the procedure. (Note: it is unknown if this was the specific small clip applier instrument associated with the reported ¿unintended bend¿ issue. Another small clip applier instrument with lot #t10200312-0033 was used during this case and has been used in subsequent procedures. Also, site reviews have shown that no complaints were filed against this instrument.) Vessel sealer extend (part #480422-01; lot #m90200323-0347) is a single-use instrument and site reviews have shown that no complaints were filed against the instrument. Large suturecut needle driver (part #470296-05; lot #t10190102-0069) and site reviews have shown that no complaints were filed against the instrument. Log information was reviewed, but no additional technical review was required based on the complaint. No images or videos were shared for the event. This complaint is reportable due to the following conclusion: it was alleged that the clip applier instrument moved with unintuitive motion, which lead to vessel damage. Follow-up was attempted, but the missing patient information b was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.